Event description:
Subsequent to the event reported below, this steerable guide catheter (sgc) was received at abbott vascular for analysis. Visual analysis of the sgc revealed the soft tip is torn with no missing pieces. Although there was no adverse patient effect, abbott vascular is conservatively reporting the sgc as the tearing of the soft tip may result in detachment of the torn material and potential patient injury. It was initially reported that during a mitraclip procedure, after a successful grasp of the mitral valve leaflets with the clip, the mitral regurgitation grade was unsatisfactory. The clip was reopened and a new grasp attempted. To open the clip, the grippers were raised as directed by the instructions for use. While trying to move the clip to a more lateral position, a little resistance was felt. No force was used while moving the clip. The clip was inverted and retracted to the left atrium for repositioning. This was successful after a gentle adjustment of the steerable guide catheter in a posterior direction. The entire retraction of the clip into the left atrium was observed in fluoroscopy and the x-plane transesophageal echocardiogram (tee) image (2-chamber intercommissural and lvot). No force was used during retraction of the clip and there were no complications up to this point. Immediately after retracting the clip into the left atrium, fluoroscopy showed the clip had detached from the clip delivery system (cds), but remained attached to the lock line and gripper line. The clip could not be closed. It was decided to remove the cds with the inverted clip using the instructions for use directions for removal of the cds with a clip attached.

Manufacturer narrative:
(B)(4). Event description continued: very slowly and gently, the cds was pulled back until the inverted clip touched the tip of the steerable guide catheter (sgc). After successfully doing this maneuver, the entire mitraclip system (sgc, cds with inverted clip) was retracted through the atrial septum and into the right atrium. There was no significant atrial septal defect observed in the short axis at the base tee view. The sgc +/- steering knob was turned to the - (minus) position and the entire mitraclip system was retracted into the inferior vena cava and down through the femoral vein. The system was then easily removed from the groin access site. As it was difficult to see what exactly had broken, the mitraclip devices (sgc and cds) were left together as a single unit post procedure so the abbott engineers could examine the devices in the same condition as they were during the removal. There was no device manipulation. The devices were packaged for return to abbott as one unit. A suture figure 8 was used to close the access site. During the procedure, the patient remained hemodynamically stable. There was no need for any additional medication. The patient was extubated in the catheter lab and was awake and approachable a short time later. The patient was clinically stable one day post procedure. There was no increase in the preprocedure functional/degenerative mr grade of 3. The patient was discharged home and as of (B)(6) 2013 was in good condition. Another mitraclip procedure is planned for mid (B)(6) 2014. No additional information was provided. Concomitant products: mitraclip system: clip delivery system, lift, support plate, stabilizer. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The cds (10219425/27) referenced was filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that when the clip was attempted to be moved in a more lateral position, the reported resistance was most likely caused by the clip being stuck in the chordae. On (B)(6) 2013, the patient was at home in good condition and another mitraclip procedure is planned, but has not been scheduled. Procedural images were received and reviewed by abbott vascular clinical advisor. The reviewer indicated the echocardiographic and fluoroscopic images support the previously reported information.

Manufacturer narrative:
(B)(4). Evaluation summary: in this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). However, the analysis of the returned device identified tears in the sgc soft tip. Procedural images were received and were reviewed by an abbott vascular clinical advisor. The reviewer noted that the echocardiographic and fluoroscopic images support the reported information. The mitraclip was not deployed. While retracting the mitraclip into the left atrium, the clip detached from the clip delivery system. The clip remained attached to the cds by the lock line and gripper line. The cds system was successfully withdrawn back into the sgc, with the inverted clip at the tip, outside the sgc. The entire system was withdrawn as a single unit from the patient. The steerable guide catheter (sgc) and clip delivery system (cds) were returned as a single unit with the clip seated against the tip of the sgc. There was no reported device malfunction associated with the sgc; however, upon visual inspection of the device, the analysis identified intermittent tears in the sgc soft tip between the 9 and 3 o'clock positions. Microscopic inspection of the soft tip material confirmed that there was no material missing from the tip. The sgc shaft was also noted to be kinked/wrinkled in two locations, approximately 2mm and 1.5cm distal to the proximal-marker junction. There was no other damage observed to the device. In this case, the tearing was indicative of the clip interacting with the sgc soft tip during retraction of the device. Based on the information provided, the clip was retracted to the tip of sgc in the inverted state during removal, as the clip was detached and no longer functional. This likely caused the reported tearing of the sgc soft tip, as the clip components (frictional elements on the grippers) may dig into and tear the tip material. The removal attempts likely caused the sgc shaft to also kink and become wrinkled during retraction of the devices. Based on the information reported and the analysis of the returned device, the tearing of the tip and kinks/wrinkles in the sgc shaft are related to case-specification circumstances. There does not appear to be any evidence of a product deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar soft tip tear incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.